Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 1.872mcg/day at a concentration of 10mcg/ml of dilaudid via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that when the pump was changed from fentanyl to dilaudid a while back, the hcp never updated the units from mcg/ml to mg/ml. Today the hcp was making another concentration change from 6mg/ml dilaudid to 10mg/ml dilaudid. The hcp decided to update the concentration unit at this time to correct the units and saw a larger % change on the update screen (103,827%). The doctor wanted to know if this was correct. It was confirmed that this was correct due to the unit change the hcp made. No symptoms were reported. The pump was updated to the new units. There were no additional actions needed as the proper units were now selected/displayed. A bridge bolus was programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.